Manufacturer narrative:
Results of investigation: failure analysis: received vela front panel and conducted visual inspection. Visible ingress moisture residue on front display. Front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration per service manual (B)(4). Touch display interaction was successful and can be calibrated. No further actions were taken or required. Findings/root-cause: reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touchscreen and this is considered a known issue addressed with an internal investigation.

Manufacturer narrative:
(B)(4). Field service was at the user facility performing preventative maintenance. He replaced defective front panel, and performed user verification tests (uvt), and operational verification procedures (ovp). A returned goods authorization (rga) number was issued for the return of the defective front panel for eval. As of 08/10/2015, carefusion has not received the defective front panel.

Event description:
The customer had a unit with an inactive touch screen. No pt involvement.